Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they wanted the pump reviewed because the patient had been experiencing high blood glucose (bg) levels for past several days. The patient's bg on (B)(6) 2013 was 524mg/dl with ketones. The patient was treated with correction injection and the bg continued to rise. The patient was also treated with a bolus via pump. The reporter stated that the patient has a growth spurt and started her menses two months ago. The reporter stated they will work with the healthcare professional before next menses to identify a pattern. Troubleshooting indicated that all settings were correct and there was no malfunction with the pump. A review of the prime history indicated that the patient is not filling cannula per IFU and has not changed site to troubleshoot high bg for 4 days. The reporter (mother) was unaware of this and will follow up with the patient. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient not filling cannula per IFU and not changing site for four days.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the black box contains dates from (B)(6) 2015. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not filling cannula per IFU and not changing site for four days).